Event description:
A facility administrator reported to fresenius medical care via email that a combiset bloodline was causing high tmp, high venous pressure on a 2008t machine. Additional information was requested, but no new details were received. There is no sample to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.